Event description:
Complaint date: (B)(4) 2011. Imris was notified that the split array head coil had been dropped and the imaging was poor. Investigation completion date: (B)(4) 2011. The cable and cable traps were physically damaged and based on the nature of the damage, the conclusion was that this probably happened over an extended period of time. The damage to the cable traps was extensive enough to have caused openings in the covers exposing the inner cable trap. This damage was covered with tape, and the coil appears to have been used in this state. Page 5 of the instructions for use requires inspection prior to and after each use. In the event of damage, the instruction is to remove coil from use and contact imris. No injury reported, however, this incident has been determined to be reportable as the use of a damaged coil could have potentially led to injury to either a pt or user. Imris has communicated with the customer.